Event description:
Customer reports to have high blood glucose of 453 mg/dl since switching to novolog, which was treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, insulin pump passed the high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change set and to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.